Event description:
It was reported that the bd insyte autoguard bc pro straight needle would not retract. The following information was provided by the initial reporter: I have received more of the affected lot and a couple of the products which have been unsuccessfully safetied.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-dec-2022. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received five used 18g insyte autoguard bc pro units with no product documentation to indicate reference or lot number. A gross visual inspection found that unit (B)(4) had a spring that was snapped into two pieces. The remaining units were tested for retraction, and all retracted as intended. A damaged spring as seen in unit (B)(4) would likely cause a partial retraction or no retraction at all. Your reported issue was confirmed. A damaged spring may occur during manufacturing due to incorrect equipment settings on the spring feeder (feeder that loads the springs into the grips) or due to a machine misalignment as the needle hub is loaded into the grip. A 100% spring force check is performed in line and operators perform functional testing for needle retraction per the quality plan to mitigate the occurrence of this defect. In addition, a device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte autoguard bc pro straight needle would not retract. The following information was provided by the initial reporter: I have received more of the affected lot and a couple of the products which have been unsuccessfully safetied.